Manufacturer narrative:
The insulin pump passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Analysis was unable to perform the displacement test due to missing reservoir. The power management parameters graph confirmed power error alarm and low battery alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance after disconnecting and reconnecting the internal battery connector. The insulin pump was monitored and functioned properly. The insulin pump was received with missing retainer o-ring, cracked keypad overlay at select button, scratched case and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.